Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a bleb resection procedure, the clips are delivered crossed off the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.